Manufacturer narrative:
Pending evaluation. Concomitant device(s): equinoxe reverse shoulder superior augment glenoid plate 10° - 320-15-02, (B)(4), equinoxe reverse shoulder compression screw/ locking cap kit 4.5 x 30mm screw, blue - 320-20-30, (B)(4), equinoxe reverse shoulder compression screw/ locking cap kit 4.5 x 38mm screw, green - 320-20-38, (B)(4), equinoxe reverse shoulder compression screw/ locking cap kit 4.5 x 30mm screw, blue - 320-20-30 (B)(4), equinoxe reverse shoulder glenosphere locking screw - 320-15-05, (B)(4), equinoxe humeral stem primary, press-fit - 300-01-13, (B)(4), equinoxe reverse shoulder humeral adapter tray +0mm - 320-10-00, (B)(4), equinoxe reverse shoulder fixed angle torque defining screw kit - 320-20-00, (B)(4), equinoxe reverse shoulder 38mm humeral liner +0mm - 320-38-00, (B)(4), equinoxe reverse shoulder modular drill bit kit, diameter: 2.0mm, 3.2mm - 321-20-00, (B)(4).

Event description:
As reported, approximately 9 months post of the initial rsta, this male patient was revised due to infection. Patient was last known to be in stable condition following the event. Device will not be retuning due to the hospital.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Section h11: *the following sections have corrected information: (b5) describe event or problem: as reported, approximately 9 months post of the initial rsta, this male patient was revised due to infection. Patient was last known to be in stable condition following the event. Device will not be retuning due to the hospital. No additional information.

Event description:
As reported, approximately 9 months post of the initial rsta, this male patient was revised due to infection. Patient was last known to be in stable condition following the event. Device will not be retuning due to the hospital. No additional information.